Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device was affected.

Manufacturer narrative:
Conclusion: according to the information received from the field the recipient underwent a revision surgery due to a dislocation of the floating mass transducer (fmt) from its intended position. The fmt was re-positioned successfully. The device remained implanted and in use. This is a final report.

Event description:
The user's hearing performance with the device was affected. There was reportedly no good coupling with the round window coupler. A repositioning surgery took place on (B)(6) 2025. The floating mass transducer (fmt) was dislocated. The user was able to hear after the revision surgery.